Event description:
At 10:00 pm on february 2, 1994, three staff members went to patient's room to deliver pm hygiene care and to escort patient from the soft chair that he was sitting in to his bed several feet away. The staff appropriately utilized three staff members so as adequate help would be available to escort patient to bed. The staff reported that a cna stood on patient's left side and held his elbow and upper arm and another employee supported his right arm holding his elbow and upper arm while they attempted to have patient stand. Another cna was behind patient and attempted to provide hygiene since patient had a bm. It is extremely difficult to provide this hygiene when patient is in bed, since he, at times, violently thrashes about in bed members then approached patient to provide hygiene care to the front of his body while the other two staff were supporting him at the arms. Patinet then rapidly flung both of his arms up in the air knocking both the lpn and cna off balance and patient stumbled backwards and landed in a seating position at which point the end of the side rail went into his rectum. Patient immediately jumped up at which time staff noted a large amount of frank bleeding. The patient continued to be very agitated and out of control; however, the staff were able to assist in gaining control and within 15 minutes the bleeding had stopped. Patient was transported to another hospital emergency room by 911, accompanied by two staff member of this facility. At the other hospital, despite attempts of the emergency staff to contain him with haldol 10 mg and the use of physical restraints, he was unable to maintain control at which point he was transported to another facility for treatment to his rectum, again accompained by two staff members from this facility. Patient also presented with the same out of control aggressive behavior at the new faciltiy.patient was subsequently examined and it was found that he had a rectal tear which required surgery on february 3, 1994, with a subsequent temport colostomy.